Event description:
A us distributor reported that a patient was experiencing a gelled belt, "adjust/check belt" messages, and "check te pad" messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿adjust/check belt¿, ¿check te pad¿ messages, gelled belt) was confirmed due to an open lead 2- wire in ECG ¿c&d¿ cable. The belt did not pass falloff testing. The root cause for the open wire was unable to be positively identified. Belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.